Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient¿s nurse described the area as blotches under the te pads and electrodes. The nurse advised that the skin irritation may be due to pressure. Nurse advised the patient likes to lay on their back a lot. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.